Event description:
A 40-yr-old female pt was found unresponsive in her bed and coded for unknown reasons. A physician attempted to use the defibrillator on the pt 3 times and, according to the physician, it failed to discahrge all 3 times. Also, a rn attempted to use the device and again, it failed to discharge. Subsequent insepections were made of the device by the facility's biomed engineering dept, the MFR and an outside engineering svc, and the device was fuond to be in good working order.